Event description:
Caller alleged discrepant results compared with the lab. Time between repeat testing on (B)(6) 2012: 10 minutes. Time between inratio and lab testing on (B)(6) 2012: 4 hours. Time between repeat testing on (B)(6) 2012: a few minutes. Time between inratio and lab testing on (B)(6) 2012: 30 minutes. Pt¿s therapeutic range: 2.0-3.0 inr. Due to results obtained on (B)(6) 2012, pt changed coumadin dose before receiving lab result. Pt had been off of antibiotics for 5 days on (B)(6) 2012.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Inratio precision data provided by end-user: 1st inr: 1.9, 2nd inr: 2.2, mean: 2.05, sd: 0.21, %cv: 10.35, 1st inr: 1.6, 2nd inr: 2.0, mean: 1.80, sd: 0.28, %cv: 15.71, 1st inr: 2.3, 2nd inr: 2.4, mean: 2.35, sd: 0.7, %cv: 3.01. A 4.2 lab inr result was excluded from comparison test since time between testing was 4 hours apart. A maximum of three hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. A 3.2 inratio inr result was excluded from comparison test since corresponding lab result was not provided. Analysis of customer¿s data revealed that inratio and reference test result comparison did meet accuracy criteria. In addition, all repeated inratio test result comparisons meet precision criteria. Customer¿s results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. In-house therapeutic donor testing was performed with retained strips. Result comparisons met both accuracy and precision criteria. (See below). Investigation results for retained strip lot number: 275254: donor (B)(6): 1st inr: 3.8, 2nd inr: 4.6, 3rd inr: 3.7, ref: 3.66, bias threshold: 2.66-4.66. Donor (B)(6): 1st inr: 3.2, 2nd inr: 2.9, 3rd inr: 3.1, ref: 3.08, bias threshold: 2.08-4.08. All replicates for both donors are within the acceptable bias for accuracy. Both donors produced %cv¿s less than (B)(4) and meet the criteria for precision. Product performed as expected. No further investigation is necessary. As reviewed on (B)(4) 2012, (B)(4) discrepant result complaints were reported for lot number: 275254, yielding a complaint rate of (B)(4). Action threshold ((B)(4)) was reached. Strip lot in complaint has strip code lw5mu with brick lot #257219, which was assigned and packaged into 4 strip lots (275254, 275253, 275255, and 275252). Therefore, (B)(4) total discrepant results have been reported for these 4 strip lots, yielding a total complaint rate of (B)(4). Due to this low occurrence rate, below the total complaint threshold of (B)(4) for corrective action, no further action is required. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.